Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered was used during a stenting procedure. According to the complainant, the patient experienced repeated re-occlusion of a previously implanted (non-bsc) stent initially placed in 2008. The stent was removed and replaced with a non-bsc stent on four occasions due to re-occlusion. A wallflex stent was then implanted in 2009, and was slightly protruding from the choledochoduodenal junction. Approx two months later, the patient presented with a fever and was diagnosed with angiocholitis. It was noted that the stent had migrated from the lower bile duct to the duodenum. The wallflex stent was explanted and replaced with another manufacturer's stent. The patient's condition at the conclusion of the procedure was reported as fine. It was reported that the angiocholitis was cured the day after the new stent was implanted. It is unknown whether the stent migration was related to the angiocholitis.

Manufacturer narrative:
Angiocholitis. The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.